Manufacturer narrative:
MFR ref number: (B)(4). The device was received and evaluated by baxter. The eval experienced "door not fully latched" message which is consistent with reported symptom of constant door open alarms, caused by the upper door hook being out of adjustment. The upper door hook was reworked/adjusted.

Event description:
It was reported that a pump experienced "door open alarms." It was also reported that there was no patient injury.